Event description:
The pt had slurred speech and was tired. The pt's spouse used the suspect device to check their blood glucose and obtained a reading of 219 mg/dl. The home health nurse arrived and thought pt may have had a stroke and called the ambulance. Emt's checked the pt's glucose enroute to the hospital and the reading was 27 mg/dl. At the hospital their glucose was 12 mg/dl. Pt was treated for hypoglycemia with a glucose IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.